Manufacturer narrative:
Complaint number: (B)(4). No samples (actual or unused) were received for evaluation. Please advise the customer that we must have samples returned for quality assurance so that a proper investigation may be conducted. Should the customer encounter any issues in the future, please advise them to save the samples for investigative purposes. No pictures were received. No batch # or any further details were provided by the customer. Unfortunately without basic information, a thorough investigation is not possible. This complaint is closed as cannot be determined due to insufficient information. Do not use if product has sustained any transport damages. Please handle our products according to their instructions for use.

Event description:
Customer advises when engaging the guard it slipped and the jarring of the needle made blood splash on the phlebotomist's face missing the mouth and eyes. Staff are finding when trying to engage the needle guard at times the guard slips and moves to the side. No injuries have occurred.